Event description:
The customer reported discrepant architect free t4 results on a patient. The following results were provided: on (B)(6) 2024: initial test (serum): 1.69 ng/dl. Re-test after re-centrifugation (serum): > 5.00 ng/dl. Re-test after re-centrifugation (serum): 2.93 ng/dl . Re-test with edta plasma: 1.17 ng/dl. Re-test after transferring to high-speed coagulation blood collection tube: 2.20 ng/dl. Re-test after centrifugation at 4000 rpm for 15 minutes: 2.43 ng/dl . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaint did identify an increase in complaints for lot 59144ud00, however, in-house performance accuracy testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 59144ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 59144ud00.

Event description:
The customer reported discrepant architect free t4 results on a patient. The following results were provided: (B)(6) 2024: initial test (serum): 1.69 ng/dl re-test after re-centrifugation (serum): > 5.00 ng/dl re-test after re-centrifugation (serum): 2.93 ng/dl re-test with edta plasma: 1.17 ng/dl re-test after transferring to high-speed coagulation blood collection tube: 2.20 ng/dl re-test after centrifugation at 4000 rpm for 15 minutes: 2.43 ng/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.